Event description:
The pt was trialed with two leads from the same lot. It was reported one of two leads caused the pt back pain when stimulation was turned on. X-rays indicated the lead had migrated. The pt underwent surgical intervention to reposition the lead but the pt continued to feel pain. The physician explanted the lead. The pt reported effective stimulation coverage was delivered from the lead which remained implanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.